Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and verified the failure. Covidien was not authorized to repair the unit.